Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation while wearing the lifevest. The patient's nurse applied a preparation (type unknown). The patient's medical outcome is unknown. The patient continued to wear the lifevest.